Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing and undersensing on the right atrial (ra) lead. Boston scientific technical services (ts) was unable to confirm atrial capture. Further evaluation of this lead was recommended. No adverse patient effects were reported. At this time, this device system remains in service.